Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information received notes that the patient presented remotely. No intervention was reported, and the device remains implanted. No impacts to the device function were noted due to the over-sensing, and no patient consequences were reported.